Event description:
The patient, an 81-year-old female with a history of long-term hemodialysis, started treatment with lixelle s-25 on (B)(6) 2025 for dialysis-related amyloidosis. On (B)(6) 2025, hemoglobin decreased to 6.7 g/dl (previous value in (B)(6) 13.8 g/dl without esa). The patient was hospitalized from (B)(6) 2025 to (B)(6) 2025 primarily for blood transfusion therapy and monitoring. Rbc transfusions were administered (2 units on (B)(6), and darbepoetin (10 mcg weekly) was initiated. Considering the patient's preference, further application of lixelle in subsequent dialysis sessions was discontinued. Hemoglobin improved to 10.7 g/dl by (B)(6) 2025. The physician indicated a possible relationship between the device and the event; relationships with other devices or drugs were not confirmed.